Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies and found arcing damage on the case of the device. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. A review of the memory log found two shortened lead faults occurred (B)(6) 2012 and confirmed that the device recorded a 13 ohm shock impedance (<20 ohms) and 172 ohm rv impedance (<200 ohms). A programmer was attached to the device with no load attached and shock impedance values returned to 77 ohms (this is not normal for a device with no load). A second test was performed and shock lead impedance with a 50 ohm load attached and it returned a value of 20 ohms (this is not normal for a device with a 50 ohm load). Finally a third test was performed and the programmer again was attached to the device with a 500 ohm load to the rv channel and performed manual rv lead impedance and the device returned 478 ohms (normal). External shorting of the lead(s) to the case during a charge is known to cause internal damage. Devices are not expected to perform to specification post shorted lead events and further testing can result in further damage. No further analysis was performed as devices are not expected to perform to specification post shorted lead events. The device was archived at boston scientific.

Event description:
Boston scientific received information that during a routine follow up this right ventricular (rv) lead exhibited a drop in pacing impedances less than 200 ohms as well as a drop in shock impedances less than 20 ohms after the device delivered an appropriate shock to the patient. A revision procedure was performed and the lead was successfully replaced and surgically abandoned, while the implantable cardioverter defibrillator (ICD) was explanted and replaced as there maybe a shorted condition of the device and lead due to the low shock impedances. It was noted that, the patient had intrinsic underlying rhythm throughout the procedure. The lead was abandoned and the ICD will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.